Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the grip hub. The cable was fully broken. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Further inspection was performed. The grip cable was dislodged at the proximal end. This is caused by broken grip cable at the distal end. Additionally, the instrument was found to have charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The thermal damage is unrelated to the primary failure.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, once the fenestrated bipolar forceps instrument was placed and introduced into the operative area, a broken wire was noticed. The instrument was removed and replaced. The procedure was completed with no reported injury.